Event description:
Home health nurse is in the home for a sub-q infusion and the freedom pump is not moving and will not wind. She will administer the gamunex via ivp but will need a replacement pump. New pump sent for arrival (B)(6). Pump in home serial number provided - (B)(6). Indication -common variable immunodeficiency, unspecified. 1. Did the reported product fault occur while in use with the patient? No 2. Did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? 3. Is the actual device available for investigation? Unknown 4. Did we replace the device? Yes 5. Did the patient have a backup device they were able to switch to? Not reported.